Manufacturer narrative:
Continuation of concomitant products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 29-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported the patient had an intense shocking sensation in the battery site and entire left side of their body. No further complications reported/anticipated.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep). It was reported that the patient fell due to a migraine and lost their balance. The rep said that after the fall the patient had intermittent shocking sensation on bilateral legs when they lay down, lay on the side or sitting up, and only with the stimulation on. The rep stated that the patient had turned the stimulation off but with the decreased stimulation, it does not cover the patient's pain. The rep reported that impedances checked out fine. The patient was programmed with hd settings and the ins was to cover the bilateral leg pain, mostly on the left leg and tail bone area; the rep said there was no adaptive stimulation programmed. The rep said that the patient would manually need to turn the stimulation down when they lay down. The rep reported that the patient was currently programmed with a hd setting at 1.5ma and felt a shocking sensation on both legs; the rep said the patient felt no shocking sensation at 1.1ma but it did not cover their pain. The rep said they will do reprogramming, recheck impedances if it continues and get an x-ray. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.